Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation of the returned device, in additional to the peeled adhesive, the following faults were found: the connection between the insertion pip and control unit was loose, lost water tightness due to a pinhole on the a-rubber and the universal cord/video cable, chipped adhesive on the a-rubber, damaged and deformed video connector, denting on the universal cord, the universal cord protector on the control section side was scratched, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the angle knob torque of the fe/f level at engage exceeded the standard value due to wear, white dotted image due to damage of the ccd unit, discoloration of the video connector case, peeled labeling on the video connector and the lg connector, indication on the light guide connector was not correct, and scratches on the lg connector and switch 3. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope insertion tube rotated and became twisted. Upon inspection and testing of the customer returned device, it was observed that the adhesive around the objective lens was peeled. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.